Event description:
Device diagnostic testing at office visit was within normal limits, indicating proper device functioning; however, the elective replacement indicator was yes, indicating that the generator battery had reached end of life. Based on known device setting, the generator battery should have lasted approximately 6.66 more years before generator battery end of life. Device diagnostic testing at the time of initial implant was also within normal limits with elective replacement indicator no. Revision surgery is likely. No adverse event was reported in conjunction with the apparent premature end of battery life.

Event description:
The patient underwent revision surgery, during which the generator was replaced.